Event description:
Customer reported checking his glucose at 8:30 am on his precision xtra meter and received a reading of 182 mg/dl. At approx noon, customer's wife took him to the denver va hospital because she noticed him stumbling around, dropping things and he appeared weak. When they checked his blood glucose, on an unk meter, they received a reading of 61 mg/dl. Customer was diagnosed with hypoglycemia, treated with an intravenous infusion of glucose and given fruit and juice to drink. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The device has been returned, and an investigation determined the complaint was not confirmed, and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. It should be noted: the reported result (182 mg/dl) was located in the meter's internal memory log, but it was recorded as having been received on 10/02/08. Additionally, the customer noted he did not wash his hands prior to testing, which may cause inaccurate results.